Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 90% target lesion was located in the severely tortuous and calcified right coronary artery. The lesion was pre-dilated with a 2.5x20mm balloon catheter. This 4.00x32mm promus element stent delivery system was selected and was advanced; however, the device failed to cross the lesion. The procedure was completed with dilation and deployment of a 2.75x28mm promus element stent delivery system. No patient complications were reported and the patients status is stable. However; device analysis revealed a tip detachment.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed that the tip of the device was detached at the proximal side of the tip bond. The detached tip was not returned. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).